Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she is experiencing uncomfortable and ineffective stimulation. As a result, the pt turned stimulation off. F/u info indicated the sjm rep met with the pt and the pt stated stimulation is uncomfortable and ineffective. Diagnostic testing revealed normal impedance readings. The pt will meet with the physician and x-rays will be taken as the next course of action.